Manufacturer narrative:
On (B)(6) 2016, we received an e-mail from the consumer alleging that her power toothbrush started to overheat and had some "plastic was deteriorating." Later that same day, (B)(6) 2016, the consumer contacted us by phone to state that she may have given the wrong contact information and clarified that her toothbrush "actually exploded and it caused her to lose a couple of teeth." And asked for a replacement. Shipping materials were sent so the product could be returned. On (B)(6) 2016 the consumer phoned asking about the reimbursement again. On (B)(6) 2016, the consumer sent another e-mail indicating that she had thrown away the toothbrush that "exploded (into) 1000 pieces" and would not be returning it but still had the charger and would return that. No records regarding the consumers loss of teeth have been received nor has any request to reimburse for the repair or replacement of her teeth. The consumer's allegation is not consistent with any known malfunction associated with this product yet our investigation is ongoing.

Event description:
Consumer alleged her toothbrush "exploded (into) 1000 pieces" and "caused (her) to lose a couple of teeth."